Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Event description:
Reporter alleged that during a radical prostatectomy procedure on (B)(6) 2026 there was an unrecoverable alarm and the procedure was converted to a laparoscopically procedure. The reporter confirmed there was a delay of around 15 minutes which was deemed not clinically significant, no impact on the patient. No alleged harm to the patient. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.